Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced an issue with the sensor but cannot remember the exact error message shown on display device. During the event, symbols appeared on the pump, but the patient could not identify the issue and was not sure if it was related to the pump or the dexcom device. The patient stated the tandem pump was not inducing insulin and that the patient was manually inducing insulin, about 29 units total, to reduce the readings and stopped the pump. The patient did not report any specific symptoms but was brought to the emergency room by her child because her blood glucose was over 600mg/dl, it could not be confirmed what the cgm reading was at this time. The patient could not remember any medications provided at the hospital and declined to provide any other details or confirm how long she stayed in the hospital. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the review showed that at 1:34 pm on (B)(6)2023, a new sensor session was started. At 3:34 pm, warmup completed, and the user received an alert that the transmitter would expire in 2 weeks. After warmup, the patient¿s estimated glucose values (egvs) were already above the high threshold of 200 mg/dl. During the next few hours, the patient received many alerts with volume up to 100 percent and some alerts were sent through the mobile device¿s ear speaker (speaker held to ear when on a phone call). The patient¿s egvs were over 400 mg/dl for 15 hours from 5:44 pm to 10:44 am the next day. They received high alerts every five minutes during this time, and they did not acknowledge the high alerts until 12:00 pm on (B)(6)2023. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.